Event description:
Related manufacturer reference number:(B)(4) related manufacturer reference number:(B)(4) it was reported that the patient presented with an infection. The entire system was explanted. Further information was requested however, was not provided.